Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and separation were able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The armada 35 9.0 x 40 mm referenced is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure for treatment of an abdominal aortic aneurysm, an unspecified stent graft was implanted. An armada 35 9x40 dilatation catheter was advanced via right femoral access without reported resistance to the stent graft and the balloon was inflated to nominal pressure. The balloon ruptured. The catheter was withdrawn from the anatomy without reported resistance. Another unspecified balloon was used to perform dilatation. Left femoral access was obtained and an armada 35 12x40 dilatation catheter was advanced to the stent graft. The balloon was inflated to nominal and the balloon ruptured. As the catheter was withdrawn into the guide catheter without reported resistance, the distal end of the balloon sheared off in the anatomy. A cut-down of the left femoral artery was performed and the balloon was successfully snared from the anatomy. A non-abbott dilatation catheter was advanced to the stent graft and the balloon was inflated. The non-abbott balloon ruptured. Dilatation was considered complete and the procedure was ended. Although there was a significant delay in the procedure, the patient remained stable throughout the entire procedure. There was no adverse patient sequela. It is the physician opinion that the balloon separation may have occurred due to the balloon catching on a stent strut but this was not confirmed. No additional information was provided.